Manufacturer narrative:
Device evaluated by MFR.: synergy 20 x 4.00mm stent delivery system (sds) was returned for analysis with a dislodged stent. A visual and microscopic examination of the crimped stent found the stent was completely dislodged from the sds. The dislodged stent was damaged and stretched. The balloon was examined and no damage was noted. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion showed no damage. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Upon introduction of a 4.00 x 20 synergy¿ drug-eluting stent, the stent was caught in the y-connector and dislodged from the stent delivery system outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Upon introduction of a 4.00 x 20 synergy drug-eluting stent, the stent was caught in the y-connector and dislodged from the stent delivery system outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.